Event description:
Case description: pt developed hypogylcemic coma in 2005 during use with an innovo (insulin delivery device) due to diabetes mellitus type I (for one year). Medical history included colon irritable. Reportedly the event occurred after injection of 1 iu insulin administered with the innovo. The pt's blood glucose was measured to be 36 mg/dl during the event. The pt was treated by an emergency doctor (no treatment details were provided). The innovo was discontinued and the pt recovered that day. Reportedly, the innovo delivered too much insulin. Additional information has been requested.

Event description:
Hypoglycaemic coma(hypoglycaemic coma). Case description.\: tis spontaneous report has been received from a pharmacist. The pharmacist reported that a pt experienced hypoglycaemic coma in 2005 during use of an innovo green (insulin delivery device) due to type I diabetes mellitus type since 2001. Reportedly the event occurred after injection of 1 iu insulin administered with an innovo. At 10 p.m, the pt experienced low blood glucose levels, although they had injected normal dosage. The pt ate chocolate, but experienced hypoglycemia at night which was detected by family member. The event was reported as hypoglucaemia coma. The pt was treated with glucose i.v. By the emergency doctor, but was not admitted to hospital. The pt's blood glucose was maeasured to be 36 mg/dl during the event.

Event description:
Hypoglycaemic coma.